Manufacturer narrative:
It was reported that the ventilator failed during procedure. The ventilator was investigated on-site. There was no technical problem with the ventilator, no fault was found and no parts were replaced. The device logs were saved. The ventilator was released for clinical use and no further issues have been reported. Evaluation of the received logs shows that the log starts in on-going ventilation on (B)(4) 2019 and continues until (B)(4) 2019, when the ventilator was set to standby. Clinical alarms were generated to and from during the whole ventilation. During the last 15 minutes of the ventilation, frequent alarms for airway pressure high and high continuous pressure were generated. Alarm for expiratory minute volume low was also generated. The alarms generated indicates an increased expiratory resistance. The pre-use check performed after the event was successful and no technical error alarm was generated during the event. Our conclusion is that there was no technical failure with the ventilator at the time of the event. The cause of the event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator failed during procedure. There was no patient harm. Manufacturer's ref #: (B)(4).